Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), multiple allergies ("allergies worsen"), allergy to metals ("nickel allergy"), pruritus ("itching of skin"), fatigue ("immense tiredness (sleeping did not helped)"), feeling abnormal ("foggy feeling"), mood altered ("mood changes"), ear pruritus ("itching of ears"), vaginal discharge ("smelly vaginal secretion"), night sweats ("sweating at nights"), swelling ("strong swelling"), tremor ("tremor at times") and irritability ("irritation"). The patient was treated with essure removal on (B)(6) 2018 and dialysis. At the time of the report, the abdominal pain lower, abdominal pain upper, feeling abnormal, mood altered, ear pruritus, night sweats, swelling and tremor outcome was unknown, the multiple allergies and allergy to metals had not resolved and the pruritus, fatigue, vaginal discharge and irritability had resolved. The reporter provided no causality assessment for abdominal pain upper with essure. The reporter considered abdominal pain lower, allergy to metals, ear pruritus, fatigue, feeling abnormal, irritability, mood altered, multiple allergies, night sweats, pruritus, swelling, tremor and vaginal discharge to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06apr-2018 for the following meddra preferred term: - abdominal pain lower: 1.079 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the patient who is a health care professional reports about her symptoms during essure. The following events were reported: lower abdominal pain, allergies worsen, nickel allergy, itching of skin, immense tiredness (sleeping did not helped), foggy feeling, mood changes, itching of ears, smelly vaginal secretion, sweating at nights, strong swelling, tremor at times, and irritation. On (B)(6) 2018: information from the patient: symptoms started first time in year 2012 but she could not connect them to essure. Tiredness and itching of skin disappeared after essure removal. She has not anymore smelly vaginal secretion and she is not irritated all the time. Allergies are existing. On (B)(6) 2018: phone conversation with initially reporting physician, confirmed the patient´s name so that it was possible to make sure that her report and the patient report concerns the same patient. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 820 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), hypersensitivity ("allergies worsen"), allergy to metals ("nickel allergy"), pruritus ("itching of skin"), fatigue ("immense tiredness (sleeping did not helped)"), feeling abnormal ("foggy feeling"), mood altered ("mood changes"), ear pruritus ("itching of ears"), vaginal discharge ("smelly vaginal secretion"), night sweats ("sweating at nights"), swelling ("strong swelling"), tremor ("tremor at times") and irritability ("irritation"). The patient was treated with surgery (essure removal on (b)(6( 2018) and dialysis. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal pain upper, feeling abnormal, mood altered, ear pruritus, night sweats, swelling and tremor outcome was unknown, the hypersensitivity and allergy to metals had not resolved and the pruritus, fatigue, vaginal discharge and irritability had resolved. The reporter provided no causality assessment for abdominal pain upper with essure. The reporter considered abdominal pain lower, allergy to metals, ear pruritus, fatigue, feeling abnormal, hypersensitivity, irritability, mood altered, night sweats, pruritus, swelling, tremor and vaginal discharge to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: - abdominal pain lower: 1.238 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.